Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced kinked cannula issue event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction injection via multiple daily injection. The site of insertion was abdomen.